Event description:
Tubing was reversed through ports on machine. Function testing after setup did not indicate a problem. When the equipment was used during the procedure, the ports worked in reverse. The pt experienced a rent in the posterior capsule causing the nucleus to be displaced into the retina. This necessitated a subsequent pars plana vitrectomy. It was later discovered that the instructions for clamping the tubing were incorrect as to location. The machine only fail safe alarmed if clamped on tubing leading directly to the hand piece.